Manufacturer narrative:
E.1. Initial reporter facility name(B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed and required maintenance. The field service engineer (fse) was unable to duplicate the issue but proceeded to replace both latches. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door would not open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.